Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had high impedance, specifically three contacts with high impedance observed on the day of surgery. Reprogramming was attempted without success. The products were explanted. No patient complications have been reported as a result of this event.

Event description:
Rep reported lead replacement. The ins was discarded. The lead was returned. Patient recovered without sequela.

Manufacturer narrative:
Continuation of d10: product ID 3550-39, serial# unknown, product type accessory. Product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) stated the ins worked until the 'leads in my body died'.

Manufacturer narrative:
Continuation of d10: product ID: 3550-39, serial# unknown, product type: accessory. Product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2010. Explanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, serial# unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 39565-65, serial# (B)(6), was returned for product analysis and found the 0-7 conductors were broken 10 cm within 10cm from the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.